Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's dial was broken and the sensitivity was unable to be adjusted. The generator has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the control knob was missing and unable to adjust the sensitivity. Analysis also noted that the upper case was contaminated, the lower case was contaminated, the high rate cover was dented, the battery drawer was contaminated, two side bail covers were contaminated, the ring cover was contaminated, and the battery latch o-rings were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the generator was returned for service.